Event description:
The arterial chamber was not maintaining a constant fluid level and causing the machine to alarm. The blood could not be returned to the pt, with an estimated blood loss of 140 ccs. No pt injury reported.